Manufacturer narrative:
The customer replaced flow sensor assembly to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Root cause: a similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00075. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is receiving an error code 1208 alarm message: oxygen not available and error code 1209 alarm message: low o2 supply pressure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No adverse outcome to patient therapy nor medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is reporting running the v60 on wall oxygen for 18 hours without displaying any errors. Customer is reporting completing the v60 performance verification test 7 air flow accuracy and the air flow is failing at 35, 60, and 140 slpm. The rse provided the customer with the part # for the v60 flow sensor assembly to resolve.